Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a emergency procedure for bleeding, at the end of the procedure the patient had a 2nd degree coccyx burn.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample met specification as received. The visual inspection found no notable conditions. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. Performed functional check of power supplied, rem functional verification, high frequency dispersion current verification, cross coupling tests, electrical safety tests. If information is provided in the future, a supplemental report will be issued.